Event description:
It was reported that, "during locking of the gamma plus targetor, a small notch broke off, on the bottom of the targetting arm. It didn't allow for locking of the lag screw trocar."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.